Event description:
The customer reported the system displayed an ma generator failure. This may prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator calibration. The system operates as intended.